Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular implantation procedure, fibrous material was present on the posterior side of the intraocular lens (iol). The surgeon indicated that it is unknown if the fibrous material was present on the iol to begin with or if it came from the cartridge. The fibrous material was removed at the time of the initial procedure with an irrigation/aspiration handpiece. There was no patient harm.